Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 3000 ohms. The physician re-opened the pocket and examined the device header and lead interface and discovered that the proximal right ventricular (rv) pace\sense setscrew had not been tightened. The physician re-tightened all of the setscrews, sutured the device into the pocket and closed. The device was tested with appropriate results and successful defibrillation threshold testing. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates this device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.